Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, and experienced recurrence of same malfunction code, so pump replacement was arranged under warranty. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.